Manufacturer narrative:
Additional information: there are 12 investigations completed during this period. Breakdown of 12 investigations with respective serial numbers are as follows: (B)(6) lens cut, haptic damaged, iol torn, (B)(6) haptic damaged, iol torn, (B)(6) no product returned, (B)(6) lens cut, haptic damaged, (B)(6) haptic detached, (B)(6) haptic damaged, lens damaged, (B)(6) cosmetic issues, iol torn, (B)(6) lens cut, haptic detached, (B)(6) no product returned, (B)(6) cosmetic issues, haptic damaged, (B)(6) haptic damaged, (B)(6) haptic detached, lens damaged. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: breakdown of 30 events is as follows: dc-cosmetic issues: 2. Dc-device partially delivered,dc-haptic damaged: 3. Dc-device partially delivered,dc-haptic damaged : 1. Dc-device partially delivered,dc-haptic detached: 1. Dc-device partially delivered,dc-iol torn: 1. Dc-haptic damaged: 6. Dc-haptic damaged,dc-loading issues: 1. Dc-haptic detached: 4. Dc-haptic detached,dc-loading issues: 1. Dc-iol torn 2. Dc-iol torn,dc-override 1. Dc-iol torn,dc-stuck in cartridge 2. Dc-lens damaged 5. Serial number of the suspect product: (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1. 18 investigations were completed, and 12 investigations are pending from this period. Breakdown of 18 completed investigations: dc-haptic damaged,dc-haptic detached: 1. Dc-haptic damaged,dc-iol torn: 2. Dc-haptic damaged,dc-stuck in cartridge: 2. Dc-override,dc-stuck in cartridge: 1. Lens cut,dc-cosmetic issues,dc-haptic damaged,dc-iol torn: 1. Lens cut,dc-haptic damaged: 4. Lens cut,dc-haptic damaged,dc-haptic detached: 2. Lens cut,dc-haptic damaged,dc-lens damaged: 1. Lens cut,dc-haptic detached: 2. No product returned: 2. The investigation concluded that the product met manufacturing release criteria. A review of the records related to the device including complaint trend and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained then a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 30 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.